Event description:
It was additionally reported that the lead exhibited high pacing impedance and a possible fracture. The lead was capped and replaced.

Event description:
It was reported that there were concerns about the superior vena cava (svc) coil of the right ventricular (rv) lead and the svc coil was programmed off. Since that time, the rv defib impedance has measured fluctuating and out of range high impedance. The svc coil impedance has also measured fluctuating and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4)